Manufacturer narrative:
(B)(6).

Event description:
It was reported that the topaz tip broke. The topaz wand was still okay after the first heel (right leg) was done. The tip broke after doing a few holes/perforating of the second heel (left leg). They open a new wand to finished the procedure.

Manufacturer narrative:
There was no relationship found between the device and the reported incident. Visual inspection under magnification shows minimal wear on the tip of the wand. The insulation on the shaft is not damaged or compromised. The suction tube is cut. There are no manufacturing abnormalities visually observed with the returned device. The device was connected to a compatible quantum2 controller and produced plasma on ablate and coag settings as intended. The tip is not broken as reported. The device was returned with a cut saline line/connector. The complaint was not verified and the root cause could not be determined with confidence. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use ("IFU") provided with the device associated with set-up and use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.